Event description:
A customer reported to beckman coulter, inc. (Bec) that prostate specific antigen (psa) results of ind* flags and no value were obtained from access 2 immunoassay system for all levels of qc. This happened immediately after a service visit to replace the reagent storage carousel lid. The customer stated that no patient samples had been run since the service visit, and also noted that there was no qc issues prior to the service visit. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event. Ind flag: the result is at either the high or low end of the analyte concentration curve.

Manufacturer narrative:
It was determined during troubleshooting with bec customer technical support (cts) that reagent pack was in the incorrect slot and no reagent pack was present in the designated slot of the reagent storage carousel. When this occurs the instrument does not detect either a wrong reagent pack or no reagent pack is present. It is unclear who or when unloaded and reloaded the reagent pack. The cts had the customer discard the reagent pack and remove it from inventory in the user interface. The customer was to load a new reagent pack, repeat qc, and call back if any further assistance is needed. Use error is the root cause for this event. (B)(4).